Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. Unit was monitored for 24 hours and no unexpected bolus delivery or delivery anomaly noted. Unit was communicated properly with mini link transmitter sensor and glucose sensor simulator and bg meter. Pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with intermittent button response due to flattened esc button dome switch. Keypad connector was fully locked. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 63 and blood glucose was 133 mg/dl. Customer also mentioned that blood glucose had dropped to 36 mg/dl, which was treated with food. After troubleshooting, customer requested for insulin pump to be replaced.